Manufacturer narrative:
On july 31, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 325cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 22, 2021, mentor became aware that on the initial report sent on april 22, 2021, it was indicated that the manufacturing record evaluation was completed. However, it was not completed until after the report was sent. Manufacturer¿s reference number: (B)(4) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On june 15, 2021, mentor received additional information indicating the following: it was the right side breast implant that was diagnosed to be ruptured. The appropriate serial number has been populated. The patient also diagnosed with bilateral pseudoptosis, underwent bilateral mastopexies and bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 350-3001bc lot: 9120680 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 350-3001bc lot: 9120680 sn: (B)(6). Lastly, the patient's age at the time and date of event were also provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 325cc mentor smooth round moderate plus profile saline breast prostheses ((B)(4)), suffered unilateral breast implant deflation, post-procedure. It was not provided which side was deflated. The deflation was diagnosed via an in-office visit. As a result, the patient underwent implant explantation surgery on (B)(6) 2021. Multiple follow-up attempts were performed to see which side was deflated, however, no information was made available. A supplemental report will be sent when clarifying information becomes available.